Event description:
This patient was undergoing a coranary bypass graft(CABG) procedure, while the surgeon was attempting insertion of the endovenous drainage cannula the patient became hypotensive. A vascular surgeon was called and performed a repair of a triangular tear in the femoral vein. The femoral vein was then cannulated. During insertion of the 23fr endoarterial return cannula, the surgeon caused a tear in the right femoral artery. After repair of this tear, the surgeon placed a direct flow, aortic cannula, and completed the operation. On the 7th postoperative day , the patient developed progressive vision loss and was diagnosed with optic neuritis. The cause of the optic neuritis was unclear in this diabetic patient per the repairing physician, it was not thought to be related to any heartport products.